Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirts insulin while priming. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had battery life diminished after every two weeks, rejects new batteries, backlight was dimmer, motor was noisier and customer also states when changing new battery settings disappeared. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. The test battery was removed and reinserted with no failed battery test alarm noted. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then device delivered the 2.0 units properly with water exiting the infusion set. The motor was tested outside of the unit and passed. No prime/fill anomaly, drive/motor anomaly or unexpected motor noise anomaly noted. Unit was monitored for 1 day. No unexpected low battery alarm, unexpected off no power alarm, unexpected a21 alarm or unexpected pump history reset noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. During visual inspection, the electronic assembly had moisture damage. (B)(4).